Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found a foreign object on the a lever and a foreign object on the ventilation port metal of the lg connector. There was no report on the subject device being used in procedure after the suggested event was reviewed. The foreign object could not be identified from the information obtained from this complaint and the investigation results. Also, the cause of the foreign object remaining could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited a foreign object on the a lever and a foreign object on the ventilation port metal of the lg connector. There were no reports of patient involvement.